Manufacturer narrative:
The electrode pads were returned to zoll medical germany; the customer's report was verified and attributed to the electrode pads. The electrodes failed testing and caused the reported error code. An error code 505 is generated when the max observed impedance value (ohms) is above the threshold value of 19 ohms thus indicating that pads are not face to face (provided temperature is between 5c and 50c). This error is self-cleared when the device detects valid face-to-face pads. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed for high impedance using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.